Event description:
It was reported that there was a grounding pad skin burn. The burn was noticed post-op on the left lower back. It was stated that the area was red and there was an outline of the grounding pad with a skin tear. Hydrocortezone cream was used to treat the affected area.

Manufacturer narrative:
The customer did not provide any details regarding the type of patch used or the conditions of the application. As a result, the root cause cannot be determined. The customer has been advised that in order to avoid skin burn, the indifferent electrode must be placed directly behind the heart on the patient's back or within close proximity. It is also recommended that the patch has rounded edges to avoid electrical build-up resulting in skin burn. The application area must be thoroughly cleaned and dried including removal of any hair at the application site. The minimum size of an indifferent electrode to be used with the stockert rf generator must have a minimum surface area of 124 squared cm. A list of such compatible indifferent electrodes has been provided to the customer in the user manual of this product. (B)(4). The generator was returned for analysis and was found functional during investigation. It passed all performance, functional, and safety tests. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Upon completion of the device evaluation, a 3500a supplemental will be submitted to the FDA. (B)(4).